Event description:
The circulating nurse connected the portion of the tubing that goes into the irrigation solution and then connected it to the suction/irrigation machine. The surgeon attempted to prime the tubing and nothing happened. The machine did make noise but would not prime the tubing. The suction/irrigating tubing was changed with a new one. The surgeon was able to prime it and continue the case.====================== manufacturer response for disposable suction irrigation tubing, ahto tube set======================